Event description:
It was reported that this patient has "hypaplasis and incomplate partition". The patient has reportedlong-standing mon-auditary stimulation of the head and nexk region as well as a taste disturbance. Three years ago, the patient's auditory peromance suddenly dropped. Reprogrammingwas attempted, but the patient did not like the new program. Using the appriopriate diagnostic equipment, it was determined that the devicewas not functioning according to manufacturer's specifications. Explantation/reimplantable surgery has been recommended but a surgery date has not been reorted to cochlear.